Event description:
Facility reported that 30 cases of arterial bloodlines from this lot# with "several kinks" in different areas of the bloodline. Facility forwarded a case of lines back to q.s. For evaluation.